Event description:
It was reported to medtronic minimed that the customer had recently been discharged from the hospital due to diabetic ketoacidosis (dka) and reported that the pump was delivering too much insulin, resulting in both low and high blood glucose (bg) value 73 md/dl. The event involved product(s) mmt-1884l,mmt-442ag, 78893-01, mmt-342g. Troubleshooting was not performed the customer was using a minimed 780g pump and treated a low bg with a glucose. The customer was instructed to discontinue pump use, revert to a backup plan as per healthcare provider (hcp) instructions, and place the pump in storage mode after discontinuation. No further customer complications were reported. Mmt-1884l was expected to return. Mmt-442ag, 78893-01, mmt-342g were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer didn't experienced diabetic ketoacidosis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) & h6 (health effect - clinical code 2364 & health effect - impact code 4614 have been removed) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08580 inches. The pump was monitored, no pump error 37, 38, or 130 alarms, insulin flow blocked alarms, displacement anomalies or drive/motor anomalies noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(6) event date of (B)(6) 2026, autosuspend alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of (B)(6) 2026 and related svn#: (B)(6) event date of (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week from the primary svn#: (B)(6) event date of (B)(6) 2026 and related svn#: (B)(6) event date of (B)(6) 2026, these pump error(s)/alarm(s) were noted: autosuspend alarm was found on: (B)(6) 2026 22:45:00.000, (B)(6) 2026 06:17:00.000. Upon checking the pump diagnostic trace file, auto suspend alarm was expected since no keys pressed in the time duration set (12 hours) for auto suspend. No unexpected auto suspend alarm noted during testing. Insert battery alarm was found on: (B)(6) 2026 22:59:14.000, (B)(6) 2026 23:10:25.000. Pump error 23 alarm was found on: (B)(6) 2026 23:10:03.000. Power loss alarm was found on: (B)(6) 2026 23:10:19.000, (B)(6) 2026 23:11:30.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2026 21:00:00.000. Sensorerroralert (801) was found on: (B)(6) 2026 05:17:22.000, (B)(6) 2026 05:51:02.000, (B)(6) 2026 06:24:02.000. The pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected lost sensor alert, sensor error alert or sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.40 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked case and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka/low bgs. Customer alleged for drive/motor anomaly, possible over/under delivery anomaly and exposure to magnetic field or MRI were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.